Event description:
It was reported that the device breaking during the procedure. All broken pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: the tip of the shaver fell of during knee surgery. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be the blade coming in contact with a hard object, damaging the teeth, and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend or break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device breaking during the procedure. All broken pieces were retrieved.